Event description:
An intermittent pump motor stall was reported that resulted in the patient having her pump replaced. The pump contained morphine. No patient injury was reported. It was reported that the patient's outcome showed benefit after replacement.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.